Manufacturer narrative:
No product was returned to angiodynamics for evaluation. A photo was provided for the complaint sample; the ceramic tip fractured 3-4mm from the tip-to-shaft junction and fractured site is discolored. The customer's reported complaint description of "tip detached" was confirmed due to the provided photo. Although the photo was provided, without receiving a sample a definitive root cause cannot be determined. The appearance of the fractured tip from the picture looks similar to tip detached complaint samples that exhibited a thermal event (melted the center conductor that fractures and detaches the ceramic tip); this is potential root cause for this event. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number (16600972-01) which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user experienced an issue when using a 14cm solero applicator. The applicator was connected to the unit and inserted using ultrasound percutaneously into the patient's liver lesion with no difficulty . It was tested with no reported issues. The applicator was successfully tested in saline @ 100w/10s. The unit was set for the procedure @ 140w/6m. An ablation was performed, no error messages appearing. The applicator was repositioned without withdrawing and the physician commenced to start the next burn. At the completion of the procedure, when the doctor withdrew the applicator, it was noticed the tip detached in the patient's liver parenchyma. Where it was retained. It was reported the tip detached at the 2-3mm markings on the steel shaft. There are no plans to remove the tip.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. As received, needle was partly detached at the handle junction and the ceramic tip was fractured and detached; the distal portion of the ceramic tip was not returned with the sample. The ceramic tip of the device was broken off and approx. 4mm of the base of the tip was still attached to the semi-rigid. The fracture point corresponds with end of the semi-rigid outer jacket. There was melted metal visible on inside the semi-rigid which is likely part of the melted center conductor. In a thermal event the center conductor will melt and separate which is consistent with this complaint. The shaft was also broken adjacent to the edge of the handle. The customer's reported complaint description of tip fractured/detached is confirmed. This appears to be a thermal event that melted the center conductor, fractured, and detached the ceramic tip. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported cmplakint sample has been returned for evaluation. The investigation is in process and the results will be sent in a supplemental report. Reference (B)(4).